Manufacturer narrative:
On the investigation, since no sample or pictures were provided we were unable to confirm the reported defect. Sample or pictures are needed to perform a better investigation. Therefore, the root cause was not determined. In addition pfmea 57a was reviewed and we have controls for this kind of issues. Any additional information provided by the customer will be included in a follow up report.

Event description:
The customer reported an incident with afn52004 limb-o¿ single limb anesthesia breathing circuit. The anesthetist running flows at 10 liters initially with adjustments as high as 16 liters. Running 2.3 sevoflurane during whole case. Anesthetist turned gas off early to finish case. Duration of sevoflurane gas off from 535 to 550 before being able to extubate at 553. Exp sevoflurane gas read at 0.2 and unable to reduce in timely fashion. Corrective measures taken included flushing circuit with fresh gas, still without timely reduction in exp sevoflurane.